Event description:
A surgeon attempted to implant a screw using a power screw driver, and was unable to complete the implantation due to high resistance. The surgeon attempted to screw in further using a manual screw driver. The head of the screw broke off, and the shaft remains in the patient's bone.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was sent back for evaluation. It is determined that the complaint percentage falls well within the product risk limits that are adhered to at klm. Due to no physical device available for evaluation, the reported incident cannot be appropriately validated and the root cause cannot be determined. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.